Event description:
The customer reported the subject device was displaying an e315 error code (scope error). The reported issue occurred during an unspecified therapeutic procedure. The intended procedure was successfully completed using the same device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, service found that the air/water nozzle was clogged with foreign material. This report is being submitted for the e315 error code and the foreign material.

Manufacturer narrative:
Upon inspection and testing of the device, the reported issue (e315 error code) was confirmed and found to be caused by excessive fluid ingress in the scope connector. The moisture indicator stickers were saturated and water droplets were present within the plug body. Moisture in the plug body or on the external contacts can result in intermittent connection issues, temporarily affecting the video image, triggering error codes, and impairing other electrical functionality. The foreign material protruding from the air/water nozzle was found to be a white fibrous-like material. In addition, service found the light cover glass was chipped, the adhesive on the light cover glass was worn, the adhesive on the optical cover glass was pitted, the distal end cap was stained, the adhesive on the distal end was stained, and the bending angle in the up/down direction was out of specification. The air channel volume, water flow, water removal, and water channel volume were out of specification due to the clogged nozzle. The investigation is ongoing; therefore, the root cause of the reported events cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes for the e315 phenomenon is likely due to device handling, water invaded the scope connector, the electrical components were broken, and error message was displayed. In addition, regarding the foreign material phenomenon, it was likely caused by a piece of cloth from wiping the device during reprocessing entering the air / water channel. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.